Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication failure between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with glucose values visible in the g7 app but not on the ilet; after toggling cgm settings back to g7 and re-entering credentials, the user entered the pairing code and the ilet began attempting to pair, and the user entered a blood glucose value following a dosing stops soon notification. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem involving the electrical and magnetic subsystem, specifically the antenna, consistent with intermittent communication failure between components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.